Event description:
It was reported that patient experienced pain at the ipg site and ineffective therapy due to lead migration. S a result, surgical, intervention was undertaken wherein the left s1 lead was explanted and replaced and the ipg was repositioned. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6); batch: 10330610. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.